Event description:
Since I got the mentor implants, I was admitted to the hosp immediately within a week because the implant was trying to crawl out of my chest. I wish at that point, I would have just had them both removed. But I trusted the doctor who said that it would be fine although he also said that he never seen anything like this happened before. Since I've had the implants, I have been completely fatigued period. As an athlete, I go to the gym everyday. I have not been able to work out. The pain in my neck is the worst. I worked at a horse barn where I trained and rode horses for a living. I've had to retire from doing that. I hardly want to get out of bed. My joints and muscles ache throughout me and my entire body. My vision is blurred and has gone downhill quickly. I had 20/20 vision. Headaches, nausea, numbness in both hands and arms. I've gone from a fully active physically fit person to someone who has a hard time getting out of bed every morning. I have been to the doctor but nobody seems to want to listen to me when I talk to them about my implants. Seems no one has any experience with the fact that these foreign objects can be causing problems that they can't figure out how to detect. I know my body well. But it's had to get people to listen. I have found some other women and (B)(6) pages that are up into the numbers of 30000 who are complaining of the same problems somehow have more problems than I. I'm having income problems so having them removed, it's not financially an option for me. My job is hard labor and I can't work like I used to. (B)(6).